Event description:
It was reported during an idiopathic vt/ pvc ablation procedure, following difficultly getting through the aortic valve, the ez steer thermocool navistar was being withdrawn from a sheath in the right femoral artery when the catheter became stuck in the sheath. Forceful removal of the catheter resulted in the sheath coming out of the artery and the catheter shaft was separated in the sheath. All 4 electrodes remained outside the sheath and it appeared that the shaft was broken inside the sheath. The broken catheter and sheath were removed from the right femoral artery and direct pressure was held until hemostasis was achieved. The left femoral artery was accessed and used another navistar thermocool catheter. The case was completed in this manner. The patient was fully recovered. According to the customer, the event was possible device-related.

Manufacturer narrative:
The concomitant products: carto 3 system: model # m-4800-01, (B)(4). Stockert 70 system: model # m-5463-01, (B)(4). Cool flow pump: model # m-5491-02, (B)(4). Soundstar: model # m-5723-05, lot # 81057209. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).